Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to popliteal artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 120 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
The device was returned for analysis. The outer shaft, inner shaft, balloon, and tip were examined both visually and microscopically. Visual inspection revealed no visible damage. However, microscopic examination identified a pinhole in the balloon located 40 mm from the tip. Further inspection of the remaining components of the device showed no additional damage or irregularities. Product analysis confirmed the presence of a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery to popliteal artery. A 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after the first inflation at 6 atmospheres for 120 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.